Event description:
Stelkast was made aware of a lawsuit involving a competitor's devices that was used with stelkast devices . A subpoena was received by stelkast on july 1, 2015 and was issued at the request of the competitor's lawyer for information regarding the stelkast proform shell and the 28mm hooded acetabular liner. No other information was received regarding any incident related to the stelkast devices. If any new information becomes available, this report will be amended.

Manufacturer narrative:
Device not returned.